Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have a low resistance between pins of the instrument board. This causes the device to power down and emit a 10-beep watchdog alarm.

Event description:
The customer reported that the "radical 7 turns off after powering on after a few minutes". There was no patient impact or consequence reported.

Event description:
The customer reported that the "radical 7 turns off after powering on after a few minutes". There was no patient impact or consequence reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. Product not returned.